Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital (documented here due to character limitation in respective field).

Event description:
It was reported that the stent remained inside of the forceps channel of the video system center while attempting deployment. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was completed using a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, stent was the foreign material. It is unknown if the steps in reprocessing was correctly implemented in line with the instruction manual, and there was no physical breakage of the portion with remaining foreign material. However, a root cause could not be specified. The instruction manual states the inspection method associated with the event in "chapter 3 cleaning, disinfection, and sterilization procedures, 3.5 manual cleaning, brushing the channels". Olympus will continue to monitor field performance for this device.